Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for a gastrointestinal (gi) bleed. The patient experienced symptoms of lightheadedness, dizziness, and darkened stools. Fecal occult blood test was positive. An esophagogastroduodenoscopy (egd) and colonoscopy were performed on (B)(6) 2019 and anti-coagulation was withheld. The patient was found to have duodenal arterio-venous malformation, hemoclip was deployed. On (B)(6) 2019, the patient was on octreotide drip and received one unit of packed red blood cells (prbc) with no further drop in hemoglobin level. Coumadin was restarted on (B)(6) 2019. The patient was discharged home on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.